Event description:
The customer reported smoke was visualized between two pump modules that were connected to the left side of the pc unit. There was no pt involvement. Although requested, no additional event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.